Event description:
Pt alleges her implants ruptured, she has had quite a few problems, "not health problems, just with implants themselves". Pt had removal and replacement, and is currently scheduled to undergo one more surgery in dec. 1996.